Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While at the philips repair bench for another issue, the technician observed the device was having difficulty booting up. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While at the philips repair bench for another issue, the technician observed the device was having difficulty booting up. There was no patient involvement.